Event description:
A consumer reported that the patient was suffering and nothing was resolved with their "machine." The patient wanted to know how to correct the deep brain stimulation that was done wrong. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.